Event description:
It was reported that the caller experienced a continuous glucose monitor (cgm) error 42 with their device. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to perform a pump reset, which resolved the issue, allowing them to successfully start their sensor session without further errors.